Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Product passed functional testing including power cycling. No overheating or signal loss occurred during testing. All live video outputs were found to be normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Event description:
It was reported the camera control unit hd560p overheated. No patient injury or complications were reported.